Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The unspecified target lesion was 90 percent stenosed, and severely tortuous, and calcified. The 8.0mm x 4.50mm nc quantum apex balloon catheter was advanced to the lesion for postdilation. On the first inflation the balloon ruptured at an unknown pressure. No patient complications have been reported and the patient's current condition is good.